Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic post receiving a post vibratory notification alert, low, out of range, low voltage lead impedance issue, lead atrial damage, auto mode switch episodes and noise artifacts was observed on the lead. It was recommended to perform lead revision. No further information available.